Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase also, unable to perform self-test, off no power test, a21 error test, occlusion test, prime test, excessive no delivery test, displacement test or verify prime anomaly due to motor error alarm. However, the insulin pump passed idle current test and run current test. The insulin pump was received with cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 192 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. A rewind was performed but the motor error alarm persisted. The customer's insulin pump also became stuck in the "preparing to prime" loop. The customer held down the act button but no numbers or second series of beeps appeared on the screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.